Event description:
It was reported that the 9800 system power plug is loose and the system turns on and off. No patient injury was reported.

Manufacturer narrative:
A ge service representative attempted to perform an on site investigation, however, that system was unavailable for service. The reported issue is currently under investigation . A follow up report will be filed when additional details become available.